Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an anemic ICU patient requiring multiple transfusions was transferred to radiology for an MRI procedure. The patient was transported with a long and short extension set primed with heparin (50/units/ml /25,000u/ 500ml) at an unspecified rate, while the infusion devices remained outside the MRI suite. Within 30 minutes of connection to the extension sets, blood backed up the line and leaked onto the floor, creating an approximately 30 inch pool of blood. It was subsequently reported that the patient later required a unit of blood that same day; possibly from the volume of blood loss from the event. Although requested, no further details or information was provided regarding this event, and no information was received as to the recovery of the patient.

Event description:
It was reported that an anemic ICU patient requiring multiple transfusions was transferred to radiology for an MRI procedure. The patient was transported with a long and short extension set primed with heparin (50/units/ml /25,000u/ 500ml) at an unspecified rate, while the infusion devices remained outside the MRI suite. Within 30 minutes of connection to the extension sets, blood backed up the line and leaked onto the floor; creating an approximately 30 inch pool of blood. It was subsequently reported that the patient later required a unit of blood that same day; possibly from the volume of blood loss from the event. Although requested, no further details or information was provided regarding this event, and no information was received as to the recovery of the patient.

Manufacturer narrative:
The customer¿s report that blood backed up the line and leaked was confirmed. Visual inspection of set found a crack in the female luer wall on the opposite end of the injection gate of the filter extension set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the cracked female luer. The source of the blood backing up and leaking is due to a crack found on the female luer. The root cause of the female luer crack could not be determined.